Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 125 ohms. An alert for the high out of range impedance occurred during a ventricular tachycardia ablation. The device was checked post procedure and the impedance was within normal range. Technical services discussed the out of range measurement was likely due to the procedure and to continue to monitor. The device remains in service. No adverse patient effects were reported.